Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during taking in and out of a device in a cystectomy/ileal conduit procedure, the valve of the trocar disengaged and stuck inside the cannula. The status of the patient was fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the circular seal was disengaged. The cannula, trocar and envelope seal were intact. The obturator was not received. Pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during taking in and out of a device in a cystectomy/ileal conduit procedure, the valve of the trocar disengaged and stuck inside the cannula. A new trocar was opened and the procedure was completed with the new device. The status of the patient was reported a no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.